Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The product eval revealed the spring to be cracked, therefore not working properly. The instrument was manufactured in accordance to mfg process and drawings.

Event description:
It was reported that while performing a craniotomy, the surgeon had difficulty using the crimping device to replace the bone flap. The crimping device was unable to tighten the flap properly. The surgeon selected a crimping device from a different set, and was able to complete the procedure successfully with no harm to the pt. The surgery took "approx 20 longer" to complete. This is report 2 of 2 for this event.